Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particle at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: after opening the spectris solaris disposable kit and upon inspection, they saw a dark foreign body within the low pressure connector tubing (lpct). The customer elected not to use the tubing. No injury or adverse event was reported.

Manufacturer narrative:
Quality assurance product analysis received and examined one returned low pressure connector tubing (lpct) assembly from spectris solaris mr disposable kit ssqk 115, lot number 8400887. The particle was identified as degraded resin from the tubing extrusion process. The particle was partially connected to the inside wall of the tubing and measured approximately 1.70 mm in length and 0.82 mm in width. As the particle was partially embedded into the tubing wall, there is a potential that it could potentially fragment while under pressures typically generated during an injection. Therefore, due to possible fragmentation, the potential of injection into a patient exists. Our investigation determined that the particulate noted in the lpct was introduced during the manufacturing process and was not detected upon receipt of the product from the supplier. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.